Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. The dhrs (device history review) for the precision xtra meter were reviewed and the dhrs showed the precision xtra meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she was unable to test due to the adc blood glucose meter turning on with button press but not upon strip insertion. Customer further reported experiencing loss of consciousness and had contact with healthcare provider. A reading of 75 mg/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia and was treated with apple juice, sweets, and unspecified oral pills. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she was unable to test due to the adc blood glucose meter turning on with button press but not upon strip insertion. Customer further reported experiencing loss of consciousness and had contact with healthcare provider. A reading of 75 mg/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia and was treated with apple juice, sweets, and unspecified oral pills. There was no report of death or permanent injury associated with this event.